Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: replace battery alarms on (B)(6) 2021 at 19:00:00. On (B)(6) 2021 at 19:00:00 and 19:10:00. On (B)(6) 2021 at 00:00:00. On (B)(6) 2021 at 03:00:00 and 03:10:00. On (B)(6) 2021 at 05:11:04, 16:00:00, and 18:00:00. On (B)(6) 2021 at 12:00:00. On (B)(6) 2021 at 10:00:00 and 19:00:00. Replace battery now on (B)(6) 2021 at 19:31:00 and 19:41:00. On (B)(6) 2021 at 19:31:00. On (B)(6) 2021 at 00:31:01 and 00:41:00. On (B)(6) 2021 at 03:31:00 and 03:41:00. On (B)(6) 2021 at 05:42:00, 05:52:00, and 16:31:00, and 16:41:00. Insert battery alarm on (B)(6) 2021 at 19:31:53. On (B)(6) 2021 at 07:35:57. On (B)(6) 2021 at 18:00:25. On (B)(6) 2021 at 12:07:27. On (B)(6) 2021 at 10:00:26 and 19:03:14. Power loss alarm on (B)(6) 2021 at 19:46:53 on (B)(6) 2021 at 00:50:11 on (B)(6) 2021 at 07:36:38. On (B)(6) 2021 at 09:39:00 and 16:49:27. Failed battery alarm on (B)(6) 2021 at 07:36:16. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected replace battery, replace battery now, insert battery, power loss, nor failed battery alarms during testing. In summary, insulin pump passed required testing. Customer alleged for power loss alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shut down and had replace battery alarm. Customer stated they did not receive low battery alert prior to replace battery alarm. Customer stated this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.